Manufacturer narrative:
Follow-up #3. This report is being submitted to include information omitted from the narrative of previous supplemental submissions. Test strip lot# 3712399 are also associated with this complaint; however, as these subject test strips have yet to be returned to lifescan, retain test strips from this lot were evaluated. The retain test strips passed performance testing with blood with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although performance testing with blood did not confirm the reported issue, the retain test strips were found to be to be biased high at 100 mg/dl. In addition, a DHR (device history record) was completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an unknown error message. The customer care advocate (cca) attempted to call the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The patient alleged that the product issue began sometime in (B)(6). The patient could not recall the exact message displayed on the meter. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of"less usage of arm" 15 days later. The patient reported visiting their doctor where they were treated with 1000mg of metformin. As we were unable to reach the patient we were unable to confirm if the reported symptom and treatment were related. We were also unable to confirm if the reported treatment was a change to the patient's usual prescription or if it was treatment for an acute complication of diabetes. The alleged issue was not resolved with troubleshooting. The patient also reported obtaining the unknown error message when using another lot of test strips, lot number 3712399. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury requiring hcp treatment after the alleged issue began.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.